Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('metallic pieces of coiled foreign material consistent with essure coils') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 910514) inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy with removal of essure coils). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage and pelvic pain outcome was unknown. The reporter provided no causality assessment for pelvic pain with essure. The reporter considered device breakage to be related to essure. The reporter commented: essure removal details: procedure; there was no perforation that was noted of the essure coils and the proximal portion of the fallopian tubes. An 8mm port was placed bilaterally under direct visualization. Final diagnosis: cervix: acute and chronic inflammation. Endometrium: proliferative. Myometrium: adenomyosis and small leiomyoma. Bilateral fallopian tubes: no significant pathologic changes; paratubal cysts. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: "pelvic pain and device breakage." Lot number:910514 manufacturing date: 2011-10 expiration date: 2014-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-aug-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('metallic pieces of coiled foreign material consistent with essure coils') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 910514) inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy with removal of essure coils). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain outcome was unknown. The reporter provided no causality assessment for pelvic pain with essure. The reporter considered device breakage to be related to essure. The reporter commented: essure removal details: procedure; there was no perforation that was noted of the essure coils and the proximal portion of the fallopian tubes. An 8mm port was placed bilaterally under direct visualization. Final diagnosis: cervix: acute and chronic inflammation. Endometrium: proliferative. Myometrium: adenomyosis and small leiomyoma. Bilateral fallopian tubes: no significant pathologic changes; paratubal cysts. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: "pelvic pain and device breakage". We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.